Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the screen was scratched and hard to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Insulin pump received with minor scratched lcd window.(B)(4).